Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. Vessel morphology at implant was not reported. The patient presented emergently and a CT in the ER identified a rupture. The physician attributed the event due to disease progression; both the contralateral and ipsilateral limb migrated and resulted in distal type I endoleak which led to the rupture. The physician performed an intervention to extend the iliac and the procedure was successfully completed. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).